Event description:
Customer reported system will shut down if interconnect cable is bumped. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable and the lemo receptacle. System operates as intended.